Event description:
The physician achieved left femoral arteriotomy closure with the perclose a-t (the closer ak) following a diagnostic procedure in 9/2003. The pt was discharged on the same day. In 10/2003, the pt contacted the physician complaining of pain in the left groin. The pt was prescribed rest and tylenol. The pain persisted and on the following day, the physician examined the pt. A small hematoma of an unspecified size was observed. The pt was instructed to rest at home, take tylenol and apply heat packs to the area. Four days later, the pt followed up with the physicain complaining of persistent pain. An ultrasound was performed which was negative. The physician observed a 3 x 5 cm reddened inflamed area of abscess in the left groin. The abscess was aspirated and approx 1 cc of fluid was sent for culture and sensitivity. The culture results were positive for staphylococcus aureus. A cbc was drawn and revealed a wbc of 7.6 k/ul. The pt was prescribed an unspecified oral antibiotic. Two days later, the pt returned to work at an area hosp. While working, they noticed their groin site was "leaking or oozing a little." They went to the bathroom to remove their dressing and observed bleeding from the groin which became "pulsatile flow." The pt immediately summoned a cardiologist for assistance. Pressure was held on the wound and hemostasis was obtained. The pt was admitted to the ICU for observation and placed on an unspecified IV antibiotic. The following day, the pt was taken to surgery for wound exploration and left femoral artery repair. The perclose stitch was visualized in surgery. It is unknown if the perclose suture was removed. The wall of the left femoral artery was reported to be "weakened and gave way." A patch graft was placed in the left femoral artery. The pt was discharged over the week-end. During telephone follow-up, the pt reported "doing well and feeling fine." There is no report of any further adverse pt sequelae.